Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found coupler rust.based on the results of the investigation, it is likely, that the following led to the malfunction:a probable root cause cannot be identified.a review of the device history record found no deviations, that could have caused or contributed to the reported issue.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited coupler rust. There was no patient involvement.